Event description:
It was reported "we have had [a PICC] kink under the skin requiring replacement." What were they being treated for-antibiotics for knee infection no infectious disease. Vessel depth was 3cm-arm circumference: 17.5 inches-vessel occupancy: 9%, catheter kinked @ 5cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reev1496 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "we have had 2 [piccs] kink under the skin requiring replacement." No other information was provided. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.